Event description:
When needle installed on pen the needle slides up and doesn't pierce the pen; also when needle removed from pen, needle remains in pen; one in five needles works. Dose, frequency & route used: use 1 pen needle as directed. Therapy dates: 1 month roughly.